Event description:
It was reported that, pt fell at home. X-ray revealed periprosthetic fracture. Revision scheduled.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. DHR records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no other reported events for any of the lots reported. No additional info is available due to pt request of implants and hospital policy of confidentiality. Should additional info become available, the evaluation summary will be submitted in a supplemental report.